Event description:
It was reported that the insulin pump has unresponsive buttons and frozen display. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen display noted. Cracks to the reservoir tube, reservoir tube lip, reservoir tube window, a scratched lcd window and missing end cap sticker also noted.